Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023 during a visit, the nurse noted purulent discharge from the stoma site with no signs of redness. It was reported that the patient had been taking antibiotic augmentin prescribed by family physician since (B)(6) 2023 after a pus culture was taken from the stoma site which showed streptococcus growth. At the time of report, the stoma site had improved.